Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited an impedance issue after a device change out procedure. No further information is available at this time.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the lead exhibited high, out of range high voltage lead impedance. Programming changes were made.